Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support (cts), the contact confirmed that the pump turned on when plugged into a power source. At the time of the report, the customer's blood glucose (bg) level was over 300 mg/dl and was addressed with manual injections. During follow up, the contact stated that the customer's bg level went up to 417 mg/dl. Reportedly, the customer was unsure why bg levels were high and did not attribute high bg to the wake button issue. Contact stated that they believe the pump was "not delivering insulin" earlier in the day and did not mention any allegations of any alerts or alarms. Cts offered to troubleshoot the high bg, but the contact declined. The contact stated high bg levels would be addressed with manual injections. The contact confirmed that an alternate method of insulin delivery was available.